Event description:
The customer reported that the audio alarm failed to sound when an alarm for condition was present. The nellcor puritan bennett customer support engineer verified no audio alarm, inspected the device and reseated the alarm harness connection to the display panel. The unit passed extended self testing. No pt involvement was reporteed. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.